Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently that occlusion alarms occurred. Customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a manual injection to address bg level. Reportedly, the customer changed pump supplies to address all events and resumed insulin delivery.